Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the dilution discharge pump (dop) had seized. The cse disassembled the dop pump, fitted new seals, primed the system, confirmed seals were properly secured and movement of the motor was within specification. The cse ran a precision test, resulting in range. The customer ran quality control (qc), resulting in range. The same issue occured again after days later. The cse replaced the dop pump and lines. The cse primed the lines. The cse ran a precision run, resulting in range. The cse ran calibration and qc, resulting in range. The cause of the discordant, results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, results were obtained on multiple patient samples on a advia 2400 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate instrument, resulting higher. The results from the alternate instrument were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, results.

Manufacturer narrative:
The initial MDR 2432235-2017-00026 was filed on january 05, 2017. Additional information (01/06/2017): please see event description for additional information that indicates the methods affected.

Event description:
Discordant, results were obtained for urine creatinine, calcium, creatinine, urea nitrogen_concentrate, alkaline phosphatase_concentrate, albumin_concentrate, direct hdl cholesterol, cholesterol_concentrate and triglycerides_concentrate on multiple patient samples on a advia 2400 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate instrument. The results from the alternate instrument were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant urine creatinine, calcium, creatinine, urea nitrogen_concentrate, alkaline phosphatase_concentrate, albumin_concentrate, direct hdl cholesterol, cholesterol_concentrate and triglycerides_concentrate results.